Event description:
It was reported that: "pt was revised due to loose prosthesis."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.